Event description:
Rep. Could not get device to work. When the camera was plugged into the computer, it could not be read/recognized by the computer to do the surgery. The rep. Left the facility to obtain a similar device for surgery to resume. There was a delay in surgery.